Event description:
It was reported that the lead exhibited high thresholds and low r waves. The physician used a new lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported complaints of high impedance and sensing anomaly were not confirmed. Damage found on the lead was sustained during the surgical procedure due to overtorque. Analysis was normal. No anomaly was found. (B)(4).